Manufacturer narrative:
After further review of additional information received. Complaint conclusion: a wire could not go through one 8 x 60 x 80 smart control self-expanding stent, despite it being flushed normally. Another 8 x 60 x 80 smart control self-expanding stent was able to have a wire go through it; however, the stent could not be pushed out. The red lock was not there. The procedure was completed with another smart control. There were no reports of patient injury. The devices were used on a normal lesion. There were no damages or anomalies noted to the device or packaging prior to use in the patient, as they could not see that the red lock was missing. There were no kinks/bends noted on the device. There was no excess force used during the procedure. Case-(B)(4). The product was not returned for analysis. A product history record (phr) review of lot 18073850 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Case-(B)(4). The product was not returned for analysis. A product history record (phr) review of lot 18073850 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿inner shaft obstructed¿, ¿stent delivery system (sds)-ses deployment difficulty ¿ unable¿ and ¿locking pin (smart control only) missing component¿ could not be confirmed as the devices were not returned for analysis. The exact causes could not be determined. Procedural or handling factors may have contributed to the reported events. According to the instructions for use, which are not intended as a mitigation of risk, ¿do not use if the pouch is opened or damaged. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used. After careful inspection of the pouch looking for damage to the sterile barrier, carefully peel open the pouch and extract the stent delivery system from the tray. Examine the device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used. Flush the flushing valve of the stent delivery system with heparinized saline using a 3 cc syringe to expel air. Continue to flush until saline weeps from the distal catheter end. Flush the guidewire lumen of the stent delivery system with heparinized saline using a 20 cc syringe to expel air. Continue to flush until the saline flows out of the wire lumen at the distal catheter tip. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed.¿ neither the phr review nor the information provided suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18073850 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a wire could not go through one 8 x 60 x 80 smart control self-expanding stent, despite it being flushed normally. Another 8 x 60 x 80 smart control self-expanding stent was able to have a wire go through it; however, the stent could not be pushed out. The red lock was not there. The procedure was completed with another smart control. There were no reports of patient injury. The devices were used on a normal lesion. There were no damages or anomalies noted to the device or packaging prior to use in the patient, as they could not see that the red lock was missing. There were no kinks/bends noted on the device. There was no excess force used during the procedure. Both devices will not be returned for evaluation.